Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to loosening and pain following a hip arthroplasty.

Manufacturer narrative:
Other devices used: catalog #00771301100, zimmer m/l taper stem with kinectiv technology, lot #61550296 - remains implanted. This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient has been revised.

Manufacturer narrative:
No device or photos were received as the device remains implanted; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Primary operative surgical notes, relevant medical history and adherence to rehabilitation protocol are were requested however; not provided. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing fluid and debris around implant and cup failure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. Review of the revision op notes dated (B)(6) 2015 confirms the revision of failed right total hip arthroplasty due to loosening, right hip pain. A large amount of fluid that contained amorphous flocculent debris and was straw-colored was noted. The wound was irrigated with antibiotic containing solution. A large amount of synovial hypertrophy with congestion and a posteroinferior and anteroinferior pseudotumor was identified. Serve corrosion was identified at the head adaptor/trunnion junction. The cup was easily removed demonstrating absolutely no evidence of bone ingrowth whatsoever. Third party review of the x-ray notes no cause for revision is identified radiographically. The bone condition is normal without areas of osteolysis or osteopenia. The devices are noted to be placed appropriately in anatomic alignment. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain and loosening approximately three (3) months following right hip arthroplasty. Severe corrosive changes were identified at the head adaptor/trunnion junction. Pseudotumors were found and debrided. Revision was completed with new g7 devices.